Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer took no action to address bg. Tandem technical support performed a full pump system check and verified that the pump was functioning appropriately. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.